Event description:
A mobile unit had a pt in cardiac arrest, trying to 'bag' pt and observed they were not giving the amount of oxygen needed when unit depressed. Another resuscitator was obtained. The second resuscitator was observed to have the same issue. Another resuscitator was obtained. Pt resuscitated. No reported harm to pt.